Event description:
It was reported that the device exhibited error 730. The event occurred during patient use, unknown if any adverse patient effects.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log found a record of error code 1720. Functional testing confirmed the reported problem. It was determined that the most probable cause was due to the backup capacitor. The backup capacitor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.